Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist (cts), and a beckman field service engineer (fse). The customer indicated using the new reagent and the new calibrator lot, results recovered within the mean. Although switching to a new reagent and new calibrator resolved the issue, the cause of this event cannot be determined with the available information. In addition, it is unknown how the reagent and calibrator were handled or stored at the customer site. There is insufficient evidence to suggest a system or reagent malfunction. No hardware parts were replaced. System resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low calcium results for multiple patients on multiple dates involving their dxc 700 au clinical chemistry analyzer. The low results were reported out of the laboratory. When follow-up, the customer indicated five (5) patients were treated with intravenous (IV) calcium fluids due to low results. The customer confirmed that patients were not harmed. No further details were provided. There was no report of injury or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for five patients. MDR-2: this is for patient 1 that had a change in treatment occurred on (B)(6) 2025.